Manufacturer narrative:
The customer reported that a bedside monitor is not connecting to the network. The customer stated that they're getting communication loss. According to the customer, they can see the patient's vitals on the bedside monitor, but not on the cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a bedside monitor has communication loss, they can see the patient's vitals on the bedside monitor, but not on the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that a bedside monitor is not connecting to the network. The customer stated that they're getting communication loss. According to the customer, they can see the patient's vitals on the bedside monitor, but not on the cns. There was no patient injury reported. Investigation summary: nk repair center was not able to duplicate the issue of communication loss. As such, the cause of the reported issue is unlikely to be caused by a malfunction of the reported device. There are no further issues with communication loss with the reported device after the customer received the device after evaluation. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; I don't know the answers to these questions, I forwarded them to the nursing staff who placed the work order. Waiting to hear back b6 attempt # 1: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; I don't know the answers to these questions, I forwarded them to the nursing staff who placed the work order. Waiting to hear back b7 attempt # 1: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; I don't know the answers to these questions, I forwarded them to the nursing staff who placed the work order. Waiting to hear back additional model information: d10 concomitant medical device: the following device was used in conjunction with the bedside monitor: cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni additional information: b4 date of this report d9 g3 date received by manufacturer g6 type of report h2 if follow up, what type? H10 additional manufacturer narrative manufacturer references # 300250064 - 106920 follow up 001

Event description:
The customer reported that a bedside monitor has communication loss, they can see the patient's vitals on the bedside monitor, but not on the central nurse's station (cns).